Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional tests and visual inspection were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution set leaked. This occurred during infusion of platelets. The issue was noted when the nurse noted a small puddle of platelets on the floor. Upon further inspection, a ¿small break¿ was found in the IV line. The set was clamped and disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.